Event description:
It was reported that the catheter was pinched/kinked which was confirmed by myelogram. This was the second occurrence, the first being about a month prior. The system was scheduled to be replaced (B)(6) 2012 though the pump was still helping the patient. The pump contained hydromorphone. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported a catheter dye study was performed on (B)(6) 2012, which revealed the catheter was "disconnected or kinked." The pump and catheter were revised on (B)(6) 2012. The hydromorphone rate was decreased at the time of the revision. The pump was revised due to elective replacement indicator (eri) which was at 7 months as of (B)(6) 2012. It was reported the patient had no concerns with their device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
(B)(4)